Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The injury allegation of fractures 5th rib and compression fracture of thoracic spine t11 & t12 with medical intervention reported has a harms and severity score of 3; therefore, the injury alleged is an FDA reportable event. There is no malfunction associated with the injury allegation. User¿s manual review 1125085 rev. J (page 5) as a manufacturer of wheelchairs, invacare endeavors to supply a wide variety of wheelchairs to meet many needs of the end user. However, final selection of the type of wheelchair to be used by an individual rests solely with the user and his/her healthcare professional capable of making such a selection. (Page 5) warning - always wear your seat positioning strap.

Event description:
Reporter stated that his wife is the user of the chair. Reporter stated wife is not very stable due to her condition her mind is not stable; no balance. Reporter stated wife fell over the arm of the chair; causing broken 5th rib and compression fracture t11 & t12 in her back. Reporter stated wife hit the side of her shower base. Reporter stated this was not caused from any malfunction of the chair. Update from 03/29/2016 added by consumer affairs: reporter states wife's condition causes her to be very unstable and "floppy." Reporter stated wife allegedly leaned over the arm and did not have the positioning strap on and managed to flop her body over the side of the chair causing the arm to press in her side injuring her rib and back when she fell. The chair did not malfunction. Reporter stated allegedly caused the injury by flopping her body around and falling over the side of the chair. No further information was provided. There is no alleged malfunction to the chair and end user is calling provider to see if they can modify the chair to work with wife's medical condition.